Event description:
Health professional reported, "band and port explanted due to device erosion." Health professional has declined to provide additional info

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the analysis has not been completed at this time. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device labeling addresses the possible outcome of erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."